Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their ins stopped working "after two years" (pt clarified this occurred sometime in 2015) and was replaced. No further action was taken by patient services. No further patient complications are anticipated or expected as a result of this event.